Manufacturer narrative:
An event of "significant mitral regurgitation" and device explant was reported. The device met visual specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.

Event description:
Subsequent to the initially filed information, the following information was received, on 26 october 2021, a 28 mm sjm rigid saddle ring was chosen for implant for a mitral valve repair. After the device was implanted and the patient was taken off cardiopulmonary bypass (cpb), it was observed on transesophageal echocardiogram (tee) that there was significant mitral regurgitation present. The patient was placed back on cpb, and the device was explanted and replaced with a 24 mm sjm rigid saddle ring to resolve this event. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient did not experience any permanent impairment or damage as a result of this event. The patient was hospitalized to recover following this procedure. The patient status was reported as stable. The patient had a past medical history of rheumatic heart disease. No additional information was provided.

Event description:
It was reported that on (B)(6) 2021, a 28 mm sjm rigid saddle ring was chosen for implant for a mitral valve repair. After the device was implanted, it was observed on transesophageal echocardiogram (tee) that there was significant mitral regurgitation present. The device was explanted and replaced with a 24 mm sjm rigid saddle ring to resolve this event. The patient status was reported as stable. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.